Event description:
The tech alleged the brakes were not holding. No patient impact.

Manufacturer narrative:
The tech replaced the brake caster, brake steer caster and wheel supports to resolve the issue.